Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket infection. Reportedly, the transesophageal echocardiography (tee) procedure was not possible for the patient, so the pocket was just cleaned out, a new pocket was made, and the entire system was left in. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; e1: initial reporter phone; e1: initial reporter email; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket infection. Reportedly, the transesophageal echocardiography (tee) procedure was not possible for the patient, so the pocket was just cleaned out, a new pocket was made, and the entire system was left in. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.